Event description:
It was reported that the customer was hospitalized for high blood glucose due to bent cannula and absence of no delivery alarm. Customer's blood glucose was 600 mg/dl. Troubleshooting was done. Customer was advised to change set and monitor the insulin pump. Customer reported that there was emergency room visit last (B)(6) 2015. Customer's blood glucose was 800 mg/dl. Customer was in an accident and was driving at the time of the accident. Customer had diabetic ketoacidosis and was treated with fluids and insulin drip. Customer was wearing the insulin pump at the time of the event. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.